Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. The patient will be scheduled for follow-up on a later date. No adverse patient effects were reported.

Event description:
Additional information was received that high out of range pacing impedance measurements continue to be observed. Additionally, varied r-wave measurements, increased threshold measurements, loss of capture (loc) and noise was observed. The lead was observed to not be completely inserted into the device header. An invasive procedure was performed. The lead was reinserted securely into the device header. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).